Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that loss of image and drive cable detachment occurred. The target lesion was located in the 75% stenosed, moderately tortuous left circumflex artery. During preparation for percutaneous coronary intervention (pci) procedure, an opticross imaging catheter was used however image was lost and the drive cable was found detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed an open hole at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).